Manufacturer narrative:
(B)(4) initial report. It was reported that whilst dismantling the table top and base, the device punctured through the gloves of the scrub nurse and left 3 small marks / wounds. An update on the nurse has been requested and will be provided in a supplemental report upon completion of the investigation. It is unknown at this time whether the device is available to return for examination. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
When a multilok table top was being dismantled from the multilok table base it punctured through the gloves operator.

Event description:
When a multilok table top was being dismantled from the multilok table base it punctured through the gloves of the operator.

Manufacturer narrative:
(B)(4) final report it was reported that whilst dismantling the multilok table and base, the device punctured though the gloves of the scrub nurse and left 3 small marks / wounds. An update on the nurse was received and it was reported that she received medical treatment. The return of the devices were requested but nothing was received from the complainer. Sample tests were performed on table tops from another batch, these were reviewed wearing gloves and no sharp edges suitable to cut the gloves could be found on any of the devices. No other complaints were received for this failure mode on this device. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Because the devices were never returned a review could not be performed and only a limited investigation was possible. The root cause could not be determined. This case is now considered closed however if additional information is provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.